Event description:
It was reported to bsc/target that during the gdc 10-soft synerg detection circuit was in the aneurysm but detached before being connected to the cables and the power supply. This was the second device of 9 deployed during the procedure. The patient was not affected by this event.